Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received high sensor scan results compared to readings obtained on the built-in reader and experienced malaise and a loss of consciousness. Customer was unable to self-treat and required treatment of a glucagon injection administered by third-party. There was no report of death or permanent impairment associated with this event. Sensor scan results of 346 mg/dl and 356 mg/dl were respectively compared to built-in reader results of 114 mg/dl and 40 mg/dl and were plotted on a parkes error grid. The results fell into the c and e zones respectively, showing the difference in values to be clinically significant.

Event description:
A high readings issue was reported with the adc device. Customer received high sensor scan results compared to readings obtained on the built-in reader and experienced malaise and a loss of consciousness. Customer was unable to self-treat and required treatment of a glucagon injection administered by third-party. There was no report of death or permanent impairment associated with this event. Sensor scan results of 346 mg/dl and 356 mg/dl were respectively compared to built-in reader results of 114 mg/dl and 40 mg/dl and were plotted on a parkes error grid. The results fell into the the c and e zones respectively, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.